Event description:
During troubleshooting of customer's reported check lines & bags alarm that appeared on the homechoice (hc) display during dwell 5 of 5, the technical service representative (tsr) found out that the home patient (hp) had respiked the supply bags. The tsr advised hp to follow-up with manual exchange. The tsr assisted to end therapy, advised to inform the nurse. During a follow up with the nurse regarding the use error, the nurse stated that hp was seen in the clinic last week (date unknown) and that she had reviewed the therapy steps with the hp. Per nurse, hp is doing fine and continuing therapy on the hc cycler. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags alarm. The used sample was not returned to baxter for evaluation. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the patient re-spiked the solution bag because there was no solution in any of the bags. From the data within the complaint information, the root cause was empty solution bags. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarms is in progress through (B)(4).